Manufacturer narrative:
Product complaint # (B)(4). The product lot number is not available. (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are: 1226348-2019-00869, 3008114965-2019-00973.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿a case of ischemic optic neuropathy after transarterial embolizations for cavernous sinus dural arteriovenous fistula¿. A (B)(6) female patient with cavernous sinus dural arteriovenous fistula (csdavf) who underwent transarterial coils embolization has experienced serious cranial nerve defect which was complicated with unilateral blindness. The patient was required additional medical treatment.